Event description:
Cook catheter placed with difficulty for cervical ripening. She has a hx (history) of opioid abuse, hsv (herpes simplex virus) no lesions at delivery and hx of leep (loop electrosurgical excision) procedure after last delivery. She also received misoprostol vaginally as part of the induction. Prior to delivery, the catheter came out. The pt (patient) had an epidural throughout labor and delivery and did not offer any complaints of pain. Immediately following vaginal delivery, the provider identified several cervical lacerations. She had a short 2nd stage of labor for pushing (approx. 6min.) Baby was not large. Op note: findings: laceration noted from 3 o'clock to 9 o'clock 1cm proximal to the cervical os; additionally, a 5 cm cervical laceration noted to come from the proximal cervix towards the distal tear perpendicular (both lacerations joined in a t-shape). The external cervical os noted to be 1cm dilated and did not communicate with either cervical laceration, suggesting that the neonate was delivered through these posterior cervical tears. Tears repaired with 2-0 vicryl running locked suture.